Manufacturer narrative:
(B)(4). The information provided about product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 470 mg/dl at the time of the incident. Another blood glucose level was 429 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Insulin pump had insulin flow blocked alarm. The device will not be returned for analysis.